Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 510 mg/dl. Pump boluses were delivered; however, bg did not lower. Customer declined tandem technical support's offer to troubleshoot. Upon follow up, customer inserted a new infusion set site and successfully resumed pump therapy.